Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a crack on the exterior of the device case. The device was unable to be interrogated, therefore the device case was removed. The battery voltage was measured and was determined to be too low to support pulse generator function, confirming therapy was not available to be delivered by the device. The battery was replaced with an external power supply and a higher-than-normal current drain was measured. Electrical testing and analysis were then conducted, which isolated the high current drain to electrical overstress damaged caused by body fluid contacting the device's electronic circuitry. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed bodily fluid to enter the interior of the device. The presence of conductive body fluid contacting the device's electronic circuitry caused a sudden increase in power consumption that resulted in the clinically-observed premature battery depletion.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was explanted and replaced. This device is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was explanted and replaced. This device is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.